Event description:
Reported as: "patient presented with lipothymia 9 days after surgery." Follow-up revealed: "internal bleeding/surgical complication treated with hemostasis."

Manufacturer narrative:
Taper I. Visual examination of the returned device determined the access port tubing connector to be a taper I. Allergan has rec'd the product, however, the analysis results are pending at this time. Device labeling addresses the possible outcome of surgery related complication/observation as follows: "precautions: as with other gastroplasty surgeries, particular care must be taken during dissection and during implantation of the device to avoid damage to the gastrointestinal tract." "Specific complications of laparoscopic surgery can include spleen damage (sometimes requiring splenectomy) or liver damage, bleeding from major blood vessels, lung problems, thrombosis, and rupture of the wound."